Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. The device was discarded. The lot number was provided. Review of the device history record did not produce any findings relevant to this report. The rx acculink part # 1011344-30, lot #7060451.

Event description:
Device malfunction: none. Symptoms/ae: vasospasm. Time of ae: during procedure. It was reported that during a left internal carotid artery stenting procedure, after the emboshield was placed, there was a vasospasm creating an 80% stenosis. Verapamil was administered intra-arterially over 5 mins which resulted in complete resolution of the spasm. Following this, an rx acculink was placed in the lesion. After the stent was placed, there was kinking of the artery distal to the stent causing poor apposition at the distal end of the stent. To correct the kinking, the physician placed a precise rx 6mm x 20mm stent distal to the rx acculink. The pt did not experience any adverse sequelae. One day post procedure, the pt was discharged to home. Although requested, there is no additional information available.